Event description:
Reason for revision = loosening.

Manufacturer narrative:
This compliant is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.